Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10 product complaint # (B)(4). Investigation summary ==> examination of the returned device confirmed the reported event. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (1) 254401005 attune femoral introducer. Visual examination of the returned device revealed the red overmold of the spin wheel broken. The fractured pieces were not returned. The overall condition of the device indicates multiple usages. Complaints databases searched on product codes 254401005 identified previous complaints received for this failure mode. The failure of the overmolding is suspected to be associated with residual stresses in polymers. The sample that was received as a part of the complaint had overmolded radel for the adjust wheel the material of the adjust wheel changed from radel to avaspire per eco417322 as a running change for future batches. Avaspire has increased resistance to esc (environmental stress cracking) than radel due to the following: ¿ the material has a lower shrink rate, reducing the residual stress imparted on the material during molding ¿ the glass-fibres prevent propagation of cracks ¿ the glass-fibre content makes the material stiffer and therefore have a lower strain under a given load increasing resistance to environmental stress cracking ¿ this was verified by consulting expert opinion (see dve-002822-dvr) the root cause is attributed to product design. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2 attune sizers and a femoral holder broke during surgery. All 3 items had the red plastic crack in half. All pieces were retrieved. No surgical delay.